Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (300 mg/dl). The customer delivered a correction bolus to treat bg level. Customer reported discrepancies in the non-tandem glucose meter readings.